Manufacturer narrative:
Section b1, b5, d9, and h6 were updated based on additional information. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Additional information received that the pump got exchanged because the placement signal was not reliable and had an issue.

Manufacturer narrative:
Added: d3. Corrected: d4 (serial), h3. Placement signal issue: returned product exhibited a break in the optical fiber within the red pump plug on the patient cable side along with a bond issue between the kink protector and the patient cable. Therefore, the cause of the placement signal issue was determined to be a damaged optical fiber as a result of a device failure that could not be traced more specifically. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 41 year old male with an indication for use of impella cp for acute myocardial infarction (ami) and cardiogenic shock (cgs), with pre support presentation consistent with scai stage c, underwent support with two impella cp pumps. The reported events were reviewed, including the loss of placement signal alarm observed with pump 1. Despite intermittent loss of placement signal, motor current remained pulsatile, echocardiography consistently confirmed appropriate pump position, and the device continued to provide effective support. The customer acknowledged this as a known issue and managed the situation with increased imaging surveillance. Pump 2 functioned without complaint. There is no indication that either impella device malfunctioned or contributed to the patient¿s subsequent decline. The patient¿s death followed a clinical decision to withdraw care and was determined by the treating team to be unrelated to the impella devices. The death will be conservatively reported, however it is more likely to the underlying critical condition of the patient.